Event description:
It was reported that the tube cuff deflated due to malfunction of one-way valve. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review of the reported lot number showed no non-conformities of the reported lot number during the manufacturing process.